Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: according to the information received, the patient developed capsular contracture and experienced a rupture on the breast implant, autoimmune like symptoms/generalized illness, multiple ailments, body aches, wounds for no reason and small unhealing wound. During visual evaluation of the device, a crease was observed on the posterior view. Additionally, a tear measuring approximately 7 cm was found within the crease, causing a rupture. The evaluation determined that the rupture is consistent with a crease fold rupture. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness.(assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade iii, generalized illness and rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent breast augmentation surgery with a 525cc mentor memorygel left breast implant and a 550cc mentor memorygel right breast implant experienced bilateral capsular contracture baker grade iii, right sided rupture and multiple ailments, body aches, wounds for no reason, small unhealing wounds, generalized illness and autoimmune like symptoms post procedure. As a result, patient underwent bilateral removal with no replacement on (B)(6) 2020. This medwatch form is for the right breast prosthesis.